Manufacturer narrative:
Correction: device manufacturing date updated to proper value.

Manufacturer narrative:
Part was not returned to manufacturer for analysis, therefore, no findings are possible. No further issues have been reported.

Event description:
A medtronic representative reported that there were four broken castor wheels on the navigation system's cart. The site later clarified that it was only one castor wheel damage and not all four. There was no patient present when this issue was identified.